Event description:
The ortho summit sample handling system instrument did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and found a bad plunger clamp in position 7 and 12. Fse replaced plunger clamp, lld spring and tip clamp. Fse verified the repair. The instrument was tested without further problems and it was returned to expected operation.